Manufacturer narrative:
A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds4030-ca, lot c2460095b (finished goods) and c2459423b (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there was one (1) tdo associated with the finished goods lot, c2460095b. It was related to an expired return product and unrelated to the contract manufacturing of the device or the reported event. A complaint was reported to field assurance by an artivion project manager on (B)(6) 2025 associated with a patient residing in canada and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is unlikely related to the amds device and ¿probably¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. The patient is a 53-year-old male who had an amds-40-30 (serial #/lot #: (B)(6)) implanted on (B)(6) 2023 at (B)(6) hospital, located at (B)(6). Adverse event #1 reported a vascular event as persistent intramural hematoma with near occlusion involving the right common carotid artery with an onset date of 13dec2023, with an end date of (B)(6) 2024. Additionally, the ae report describes ¿CT head and neck angio which showed intramural hematoma at carotid artery post-dissection repair, and he was found to have near occlusion at the right common carotid artery. (B)(6) .2023 showed dissection along the brachiocephalic and right common carotid arteries which results in severe right common carotid stenosis¿. The event was deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. De bakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event was documented as a serious adverse event, due to reported ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already hospitalized, and percutaneous and medical treatment (stent) was provided. The event outcome was documented as resolved. Of note, the patient remained in the study. CT images were provided by the protect study team on (B)(6) 2025: the images were reviewed by an artivion representative, and the following significant findings were documented ¿no stenosis can be detected in the evaluated data sets. However, it should be noted that no data is available for the period during which the patient experienced symptoms ((B)(6) 2023-(B)(6) 2024). The data from (B)(6) 2024 and (B)(6) 2024 show no embolisms.¿ additional details from the patient¿s medical records dated (B)(6) 2026 indicates that vascular surgery was consulted while he was in the hospital due to right common carotid artery intramural hematoma, and he has not had any new neurologic changes. Neurology and neurosurgery were consulted, and he did not require any intervention. It was confirmed that the patient returned to his baseline. The report noted that CT reveals ¿the carotid intramural hematoma appears to have resolved, and his right common carotid artery is widely patent and no longer have the compression noted on previous CT scan, the amds stent is in good position and has good apposition without any evidence of compression.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿hemorrhage/bleeding¿ and ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no documented reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remains implanted. The occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. The complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure the benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device: (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
On (B)(6) 2023, protect study patient experienced ¿persistent intramural hematoma with near occlusion involving the right common carotid artery.¿ additionally, the ae report describes ¿CT head and neck angio which showed the intramural hematoma at carotid artery post-dissection repair and he was found to have near occlusion at the right common carotid artery. CT on (B)(6) 2023 showed dissection along the brachiocephalic and right common carotid arteries which results in severe right common carotid stenosis.¿ per the ae report, this patient had a pre-existing condition (debakey type a dissection) that caused or contributed to the event. This event is not ongoing as surgical intervention (stent) was required. The event is described as "resolved" with an end date on (B)(6) 2024.